Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 006 call service alarm three times in thirty days. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue could lead to a cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/15/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data and alarm history revealed no evidence of cs 006 call service alarms. During a visual inspection of the pump, no damage was found to the battery compartment or battery cap, and the cap secured properly to the pump casing. During testing, the pump was powered on and immediately emitted a cs 006 call service alarm that could not be cleared. The complaint was duplicated. The pump case was removed, and no intermittent conditions were found on the printed circuit board. Further software testing revealed a failure of the eeprom.